Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor reported that a (B)(6) patient passed away on (B)(6) 2020 at approximately 1:00-2:00 am. It was reported that the patient was having breathing troubles and emergency medical services were called. The patient last wore the device on (B)(6) 2020. Per clinical review of the patient's ECG recordings in the last 24 hours of wear, the lifevest detected an arrhythmia at 08:45:39 on (B)(6) 2020. The patient's rhythm was ventricular tachycardia (vt) at 150 bpm with response button use. The lifevest properly detected vt, but the response button use and the patient's heart rate being at or below the treatment threshold prevented the lifevest from treating the patient. The arrhythmia detection stopped at 08:46:58. The patient was last seen in an idioventricular rhythm at 50 bpm at 15:47:17 on (B)(6) 2020. The patient subsequently passed away. There is no indication that the lifevest caused or contributed to the patient's death. The patient's equipment was returned and found to be fully functional. Reporting event due to the patient not receiving a treatment while in a treatable rhythm.